Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 7074978. Product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(6) ; batch: 513797.

Event description:
It was reported that the lead had multiple contacts out and the patient experienced inadequate and intermittent stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Manufacturer narrative:
The returned implantable pulse generator was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the lead had multiple contacts out and the patient experienced inadequate and intermittent stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced.